Event description:
It was reported that when the patient leaned on one of the siderails, the siderail hinges broke. It was stated that no injury to the patient occurred.

Manufacturer narrative:
Preliminary investigation has been completed. We are awaiting the return of affected part for further investigation.